Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was concerned about pump over delivery. The customer had filled the reservoir with 80 units and after having a severe low, noticed only 10 units remained. The customer was given food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device passed the delivery accuracy test. Device delivered a bolus properly. No over delivery anomaly noted. Device had cracked case at display window corners, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, and stained address or serial number label.